Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 400 mg/dl. The customer stated the insulin pump gave several no delivery alarms even though she had changed the infusion set. Nothing further was reported.